Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered following a report of a patient having unknown alarms during drain 0 of 5 of treatment. The patient discontinued treatment during drain 0 of 5 due to the large drain. The patient reported draining 4000 ml during drain 0 of the treatment. This drain volume is 200% the patient's prescribed fill volume of 2000 ml. Upon follow up with the patient, the patient skipped the remainder of treatment in the absence of the cycler. The patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient is continuing with peritoneal dialysis therapy on the original cycler without issue and without reoccurrence of the reported event.